Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported the patient was charging too often. The patient stated that she used to charge her ins every 6-9 days and now it is every 4 days. The patient said that she charges it to 100% every time and patient has not changed her settings. The patient mentioned that she had a fall on (B)(6) 2019. The patient said the ins charging issue started about 6 months before that. The patient was redirected to their hcp. No patient symptoms were reported. No further complications were reported/anticipated.